Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 415 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood glucose levels. The patient was treated with intravenous fluids, had a chest x-ray and bloodwork done. The pod was found to be expired as of (B)(6) 2025. The patient was released 4 hours later on the same day, (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.